Event description:
It was reported that the power on the 2800 system was cycling on and off. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.